Manufacturer narrative:
Title diaphragmatic herniation following esophagogastric resectional surgery: an increasing problem with minimally invasive techniques?. Source surg endosc (2016) 30:5419¿5427. Received: 20 january 2016 / accepted: 26 march 2016 / published online: 22 april 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study of a prospective database of all resectional esophagogastric operations performed for cancer from january 2001 to december 2015, to describe and compare the incidence of post-operative diaphragmatic hernias (podh) over time and analyze the outcomes of patients who develop such a complication using a prospectively collected database of esophagogastric cancer resections from a single tertiary center, out of 631 patients who had hiatal dissection for malignancy, 35 patients developed of podh (5.5 % overall incidence) following esophagogastric resectional surgery. 31 of these patients received surgery for these hernias. Out of the 31 patients, 5 patients received the composite mesh while the other patients received another manufacturer¿s mesh or had suture repair. Complications reported were the following: further hernia recurrence affected seven patients (25.9 %), with four patients (14.8%) having multiple recurrences. The majority of these (5/7) had initial suture repairs, and the remainder had mesh repairs.